Manufacturer narrative:
The svc rep found that the ii and power supply was inoperable. He also found that the table motion hand switch connector was corroded and intermittently operational. The rep found the cable partially pulled out of the table foot switch connection. He informed the customer of the problems with the system and explained what needed to be done with the system to fix it. The customer has decided to look into third parts and has asked to close the work order as the customer has decided to work on system himself or replace the system.

Event description:
The customer reported no image during a case. Also, the collimator would not close. No pt was injured. The case being performed was an ureteroscope with stone extraction, using holmium laser. It was also noted that no max ma max kv no image in fluoro. System takes film shots and produces x-rays.